Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery (lad) with mild tortuosity and calcification. A 2.75 x 28 mm xience prime stent delivery system (sds) was advanced, via direct stenting, but could not cross the lesion. The device was withdrawn from the patient anatomy. The same xience prime sds was re-inserted and advanced, and unsuccessful attempts to cross the lesion were made. No force was applied during the unsuccessful attempts to cross the lesion. The xience prime sds was withdrawn from the patient anatomy and resistance was encountered with the vessel during retraction. A 2.5 x 28 mm xience prime stent was advanced and implanted. The procedure was successfully completed and the final patient outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation, re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was noted that the sds was re-inserted into the patient anatomy after the failed attempt to cross. It should be noted that the stent placement precautions section of the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit.